Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was walking when the profemur mod neck failed. He fell and immediately noticed swelling, tenderness and pain and was subsequently unable to walk or bear any weight on his right leg. During revision surgery it was discovered the subject device had metal fatigue and a fracture of the femoral neck. (Right) .